Event description:
A customer contacted beckman coulter inc. (Bec) reporting that they obtained suppressed (low) results for bun (blood urea nitrogen), creatinine, ast (aspartate aminotransferase) and alt (alanine transaminase) on the unicel dxc 600 pro synchron clinical system. The customer was also getting "cuvette not dry" errors.

Manufacturer narrative:
The customer cleaned sample probe, checked wash station, collar washes and reagent syringe which looked fine. Bec cts (customer technical support) generated a service request. A field service engineer (fse) went on-site (B)(6) 2011. The customer was not running the instrument to generate test results. Fse performed an instrument prime and a vacuum error was generated. Fse primed the instrument again and noted dripping from the reagent syringe assembly. Fse found the syringe barrel was loose at the top fitting and replaced it. Fse also replaced the syringe barrel and 3-way valve assembly (thread wear was noted on the valve). Fse calibrated bun on the instrument without errors. The customer performed qc and repeated calibrations as necessary and was asked to call back if problem reoccurred. (B)(4).